Event description:
It was reported that the customer did not see insulin at the end of the tubing during filled tubing. During troubleshooting, the luer lock was found to be loose. The customer tightened it and the issue was resolved. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.